Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and a broken belt clip slot.

Event description:
It is reported that the patient has physical damage to the clip on their insulin pump. Patient's blood glucose level was at 284mg/dl. Trouble shooting was performed and found that the doctor might have broken it. Device is being returned. No further information available.